Event description:
A nurse from the user facility reports a scratch was seen on the intraocular lens (iol) after implantation. Increased manipulation was required to remove and replace the iol. The physician reports the pt has some corneal edema. The extent and source of the corneal edema is not known.